Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: there were pump reboot events observed in the black box download. The battery compartment was cracked. No damage was found to the threads inside the battery compartment. The battery cap was unable to attach to the pump securely. A power loss and reboots were duplicated. The pump reboots were also duplicated using a test cap. No damage was found to the battery cap. Corrosion was observed in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.